Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented with a right atrial lead that had an impedance that was trending downwards. It was noted that the lead had an insulation anomaly. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.